Manufacturer narrative:
Qn# (B)(4). The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the trigger was severely crooked/warped. Additionally, the pawl was not on the device. The pawl most likely broke off due to the trigger being damaged. The staples appeared properly aligned. The stapler was returned with 14 staples remaining in the cover block, indicating that at least 21 staples were fired by the end user. Evidence of use in the form of biological material was present on the device. As part of functional inspection, multiple attempts were made to fire staples by engaging the trigger of the stapler using hand pressure, the first staple was able to form properly but there was a lot of resistance with the trigger due to the trigger being damaged. The trigger got stuck and had to be forcibly reset to release the fired staple. R & d confirmed that all staplers were 100% inspected at manufacturing for firing at the time of assembly. Therefore, it is unlikely that that the damage to the trigger was present at the time of manufacturing. It was also unlikely that the end user would have been able to successfully fire at least 21 staples with the observed damage to the trigger. This appeared to be an isolated event. Additionally, the IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A DHR review was performed, and no issues were identified. The root cause of this complaint issue could not be determined. Teleflex will continue to monitor and trend on this issue.

Event description:
It was reported that the hcp failed to fire the skin stapler during use on patient. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the hcp failed to fire the skin stapler during use on patient. No patient harm or injury. The patient status is reported as "fine".